Event description:
It was reported that during a davinci assisted surgical procedure, an issue occurred where the image would completely flip, causing it to appear backwards when the surgeon changed from 30 up to down. The technical support engineer instructed the caller to power cycle the system. After the system was power cycled, the procedure was resumed, and the surgeon confirmed that it was working normally. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer instructed the caller to power cycle the system. After the system was power cycled, the procedure was resumed, and the surgeon confirmed that it was working normally. No site visit was conducted.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after a power cycle of the system. The phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no damage seen on the endoscope. The endoscope was not manually rotated 180 degrees. The surgeon did not manually associate the right and left controls with the respective arms for intuitive motion. The endoscope is functioning properly and will not be returned.

Event description:
Refer to h11 for follow-up information.